Manufacturer narrative:
In addition, the cap survey isolate was tested on rapid neg ID 3 (rnid3) panel, and rapid neg ID 4 (rnid4) panel. The sample was also tested on an analytical profile index (api) strip as a reference test method. A high probability ID shigella was attained on both of the rapid negative panels. On the api strip, a low probability ID of shigella sp. Was attained. The cap survey final report has not been finalized for this isolate, the correct ID of the specimen cannot be determined at this time. Please refer to medwatch report number 2919016-2015-00007 for a report of a similar event which occurred on (B)(6) 2015. (B)(4).

Event description:
The manufacturer service support-sacramento assays department reported that there was an identification discrepancy when testing the college of american pathologist (cap) survey isolate d-04 2015. The isolate was identified as leminorella on the walkaway (wa) 96 si instrument and shigella when read on the autoscan-4 (as-4) instrument. There was no patient involved as this was a proficiency survey isolate.

Manufacturer narrative:
The cap survey was received confirming the identification of the (B)(6) isolate as shigella boydii.